Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional: it was reported breakage suture. One empty labeled winding former were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the thread breaks more easily than usual when performing the knot".

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the thread broke more easily than usual when performing the knot. There were no adverse patient consequences reported. No additional information was provided.